Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the canister. Customer reverted to multiple daily injections for insulin therapy and would load a new cartridge at a later time. Customer's blood glucose was 210 mg/dl.